Manufacturer narrative:
Customer reported that a pyxis anesthesia es system shutdown during a procedure. The length of the delay to patient care was disclosed as approximately 5 minutes. The procedure in process was an endoscopy. The medication needed was propofol. The patient did not come out of anesthesia during the delay in obtaining the medication. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A field service technician has scheduled replacement of the battery. The device is currently working.

Event description:
Customer reported that a pyxis anesthesia es system shutdown during a procedure. The length of the delay to patient care was disclosed as approximately 5 minutes. The procedure in process was an endoscopy. The medication needed was propofol. The patient did not come out of anesthesia during the delay in obtaining the medication. No patient or user harm was reported.